Manufacturer narrative:
Neither the system nor the needles were returned for analysis. Investigation of the devices is not required as there was no alleged malfunction or failure of the devices. This event represents a rare, but known inherent risk of a cryoablation procedure and is identified in the labeling as a potential adverse event.

Event description:
System and iceseed needle were tested prior to a cryoablation case with no issues reported. After the second freeze the physician noticed the patient's skin was burnt and impact on the nerve was reported. The physician decided to stop the treatment. Treatment was not completed and the needle was not kept. Followup with the site provided the following information: the case was a venous malformation procedure employing 2 iceseed and 2 icerod MRI needles as the procedure was using MRI guidance. During the freeze, it was not possible to apply water to skin surface as the needles were in the center of the active MRI bore during the freezing process. Under imaging guidance, the ice appeared to be > 1 cm from the skin surface. After the first freeze and during the thaw, the physician inspected the skin surface and overserved a dime size region of thermal injury to the skin. No intervention was needed for the injury and the procedure was aborted. No additional information is known at this time.